Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to insert into an electrode belt) has been confirmed. Upon investigation the monitor was unable to securely connect with an electrode belt. The cause for failure was isolated to monitor's electrode belt receptacle had bent pulse pins. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged monitor.